Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The shutdown caused the customer to experience an elevated blood glucose (bg) level of 589 mg/dl and moderate ketones. Customer also hurt their foot and left wrist. A correction injection was administered to address the high bg. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.